Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a prime/fill anomaly. The blood glucose at the time of the incident was unknown. The customer stated that the insulin squirted out of the pump during manual prime. The infusion set and reservoir were changed but the insulin continued to drip. Troubleshooting was performed. The device was not returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test but failed during prime test due to loose drive support disk.